Event description:
The customer reported that following a radiology procedure in 2002, a vasoseal es was deployed and manual compression was held for fifteen minutes. Prior to the procedure the lab tests showed that the patient's hemoglobin and hematocrit were low. Post deployment the patient's hemoglobin and hematocrit were high. After hemostasis was obtained the patient was taken back to their room. At some point after this the patient's vital signs dropped and the patient was taken for a CT scan which revealed a retroperitoneal bleed. No further information was reported.